Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels starting around 08/02/22 to 11/30/23 of 30-50 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.